Event description:
Drive medical was notified of an incident involving a nebulizer compressor by the provider who reported that while in use, sparks came out from the damaged part of the power cord. The end user was not injured and did not seek medical attention. As part of its complaint review and evaluation process, drive medical will file an update if additional information becomes available.